Manufacturer narrative:
Concomitant products: product ID 8575, lot # n195890, implanted: (B)(6) 2009, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed a confirmed pump motor stall of undetermined cause.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient¿s pump ¿failed¿ on (B)(6) 2014 and that they had it ¿on the lowest dose it would go.¿ the patient stated that it started alarming for 2 days. The patient ¿finally¿ went into the healthcare professional (hcp) and the pump was diagnosed as ¿failed.¿ the patient was on ¿high doses of oxymorphone since this thing quit,¿ and they were still in excruciating pain. A manufacturer's representative was notified on (B)(6) 2014 that a motor stall was noted in the event logs at 11:04 on (B)(6) 2014, with no motor stall recovery recorded. The patient stated he was sitting at his computer desk ¿doing his normal routines¿ and heard the pump alarm. The patient also began experiencing increased pain. No other stalls or issues were noted in the logs. The hcp reported that the end date for the infused drugs was (B)(6) 2014. The pump was stalled for less than 24 hours and it was unknown whether there was a tube set message after the stall. The cause of the motor stall was unknown. No troubleshooting or interventions were performed. The patient ¿recovered without permanent impairment;¿ however, the patient was scheduled for a pump replacement on (B)(6) 2014. The pump had been used to infuse morphine and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that the patient claimed the pump "stopped working" and the subsequent interrogation on (B)(6) 2014 revealed motor stall. The patient experienced pain, back and generalized pain. The pump was still planned for explant on "(B)(6) 2104". At the time of the report the patient's status was reported as alive-no injury. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: a "stopped pump period may exceed tube set " message was noted in the logs on interrogation (B)(6) 2014 at the pump replacement procedure. The stall had not recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.